Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (500 mg/dl). The cause for elevated bg levels is unknown. Customer delivered an injection, and changed the cartridge and infusion set to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.